Event description:
Reportedly, when the defibrillator discharged energy to the pt the second time, the paramedic received a shock between the thumb and forefinger of his right hand. The paramedic continued to treat that pt.